Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set bent cannula on 24-apr-2024. The blood glucose level was 319 mg/dl and the patient was treated with correction bolus via pump.